Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown type of b aclofen (concentration and dose unknown), indicated for non-malignant pain. It was reported that the patient thinks the pump is malfunctioning because they are having a burning sensation in their back. The event date was (B)(6) 2018. It was indicated that this was considered a sudden change in therapy/symptoms. The caller was redirected to the national answering service (nas) as they indicated that they would like the pump interrogated. No further complications were reported.